Event description:
It was reported the pump was replaced two weeks ago because it was six years old and ¿time to get replaced.¿ it was noted the patient¿s health care provider was trying to get the patient back to where he was (therapeutic effect from the prior pump) because he had nothing for a while and got really sick. When the pump went dead, the patient was having withdrawal symptoms. About a month and a half ago, the patient started seeing the doctor a lot. On (B)(6) 2014, the patient went to see the doctor because he was having an upset stomach. It was noted the patient did go to a gastrointestinal doctor because he had stomach problems. That was when the pump started beeping and squealing and saying ¿change me.¿ the patient noticed the beeps in the past and then it beeped more and the doctor said it had to be changed. The patient had been given stronger oral medication and by then had ¿let things go.¿ the patient was hesitant to get cut open again and voluntarily have his belly opened up for the right reason again. It was noted ¿they put in the big tube¿ and it was 30 milligrams. At the time of the report, the pump was being used to deliver morphine.

Manufacturer narrative:
Product ID: 8590-1, serial# (B)(4), product type: accessory. Product ID: 8709, serial# (B)(4), product type: catheterl. (B)(4).